Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. No definitive root cause could be established as to when or how the damage occurred. A nonconformity of usage is noticed upon verbatim from customer, the recommended number of tubes to be used is 6 per fbn, customer report leakage after 15th tube change on same needle.

Event description:
It was reported that following the 15th vacutainer tube change, the rubber recovery sleeve on the bd vacutainer® flashback blood collection needle, 21gx1", with a green shield, did not recover properly causing some leakage. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.